Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. On (B)(6) 2025, following sensor removal, the patient observed localized redness and swelling at the insertion site, measuring approximately 6-8 inches in length and 2-3 inches in width. By (B)(6) 2025, symptoms had worsened and extended beyond the patch perimeter, though they remained confined to the arm insertion region. This progression prompted the patient to seek medical evaluation. The physician noted signs consistent with infection and prescribed an oral antibiotic regimen (specific medication and dosage not reported), to be taken four times daily for 10 days. No laboratory tests or diagnostic imaging were performed to confirm infection. At the time of reporting, the patient reported improvement following treatment and was doing well. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.